Manufacturer narrative:
There was no visible damage on the returned neuron max (B)(4) long sheath (neuron max) and hemostasis valve adaptor (hva). Evaluation of the returned device revealed that the hva could be connected to the neuron max and tightened down without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a neuron max 6f 088 long sheath (neuron max) for a medical procedure, the hospital staff was unable to properly connect the hemostasis valve adaptor (hva) to the neuron max. Therefore, the neuron max was not used for the procedure. The procedure was completed using a new neuron max.